Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Concomitant device details: a2020 mayfield skull pins, lot#w1709141, expiration date 2019-11-3, date of manufacture 2017-12-01.

Event description:
A director of surgical services reported that on (B)(6) 2018, an a1059 mayfield head clamp had slipped during a cervical c3-c7 laminectomy, c3-t1 posterior spinal fusion procedure. During positioning, the torque knob would not hold pressure, it went from 80 pounds to 60 pounds of pressure and then to zero. There was a 3-inch scalp laceration. Additional information received on (B)(6) 2018 indicating that the laceration on the (B)(6) female patient was stapled. A 45-minute surgery delay was also reported.

Manufacturer narrative:
The product was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements; could not duplicate 80# torque knob losing pressure. The lock has rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. Complaint could not be confirmed. Root cause is undetermined.